Event description:
It was reported that during laparoscopic right lower lobectomy, bleeding from the inferior pulmonary vein was confirmed when the specimen was removed from the patient's body since the inferior pulmonary vein of the specimen side was bleeding. When the bleeding site of the patient side was confirmed, the staples of the middle to the distal part at 3rd firing were not deployed on the inferior pulmonary vein. Staples of the pulmonary artery, interlobar and bronchi were deployed properly in loading with the same instrument. The operation was changed to small thoracotomy procedure and the target tissue was sutured. Immediately after the 3rd firing, bleeding from the inferior pulmonary vein was not confirmed. The diameter of the inferior pulmonary vein was a little less than 3 cm. No buttressing material utilized. There weren't abnormalities noted of function of the device in closing and firing. No transfusions were required. The doctor suspected that no staples were set into the device from the beginning since no staples seemed to be dropped. The patient has recovered and has discharged from the hospital.

Manufacturer narrative:
(B)(4). Additional follow up: can you clarify the original surgery? Thoracoscopic? ---thoracoscopic right lower lobectomy. Is there a video of the procedure? ---yes. But, the facility didn't provide us with the video although we requested it. Did this occur on the third firing or the third stroke? ---the staple line of the third firing. Please provide the order of firing? ---after the device was used for the pulmonary vein, it was used for the pulmonary artery, interlobar and bronchi. We have no detailed information any more. Was the device used before and after the difficulties that were encountered? ---please refer to the above. Were there any changes in the patients postoperative course? ---the operation was changed from laparoscopic procedure to small thoracotomy procedure. Did the cut line extend beyond the staple line? ---we have no detailed information. What were the patients preexisting conditions? ---we have no detailed information. How is the patient currently? ---the patient has recovered and has discharged from the hospital. Is the patient expected to have a full recovery? ---yes."

Manufacturer narrative:
(B)(4). The analysis results showed that seven ecr45w cartridge reloads were received instead of the reported sc45a. The reloads were returned in good condition. The reload (a) was fully fired; it was disassembled to verify the condition of the internal components and the top of the sled ramps were noted to be deformed. This condition may be cause when the reload is fired over a thick tissue than indicated. The reloads (b-g) were received unfired. The returned reloads (b, c & d) were loaded into a test device for functional testing. The device was fired in the articulated position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.